Manufacturer narrative:
Appropriate term/code not available (3191) for alleged device perforation appropriate term/code not available (3191) for alleged device tilt investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein due to trauma. Patient is alleging device tilt, vena cava and organ perforation. Per the (B)(6) 2009 inferior vena cava filter placement: "the intravascular ultrasound device was then used to guide placement of the inferior vena cava filter at a level 1cm inferior to the lowest renal vein. The vena cava at this level was noted to measure 28.7 x 9.6mm. The inferior vena cava filter was then deployed at this location without apparent complication". Per a(B)(6) 2016 CT (computed tomography) scan: "filter location and tilt: mid l2 to mid l3 vertebral level, 13 degree leftward tilt and 11 degree anterior tilt; abnormal positioning of the ivc filter: absent; perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: present. 5 prongs penetrate the ivc wall. The right anterior prong extends into the posterior wall of the 3rd portion of the duodenum. The right posterior prong extends into the right psoas muscle. The other 3 prongs extend into the retroperitoneal fat; filter strut fracture or bending: absent; diameter of inferior vena cava immediately above filter: 23mm".

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2009". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.